Event description:
It was reported that the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 1 and 4 hours. The patient's guardian reported being unsure if the cannula was properly seated in the infusion site (abdomen). No information regarding treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Manufacturer narrative:
B5 and h6 have been updated.

Event description:
It was reported that the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 1 and 4 hours. The patient's guardian reported being unsure if the cannula was properly seated in the infusion site (abdomen). When the pod was removed the adhesive was found to be soaked with insulin. No information regarding treatment was provided.